Event description:
It was reported that the implantable cardioverter defibrillator was twisted around, causing the lead to dislodge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.